Event description:
Patients' pacemaker under original [redacted] high battery impedance advisory. Patient opted to watch device/battery on latitude home monitoring. This summer patient opted to have pacemaker generator changed due to advisory. Pacemaker generator changed [redacted].